Manufacturer narrative:
Awareness date used as date of event. Estimated date based on report details. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2022-00047 for reported case of hyphema and elevated iop.

Event description:
The following was reported through a presentation titled "postoperative results of cataract surgery with istent inject w". Reportedly, following trabecular microbypass stent system procedures, there were stents obstructed by the iris in two (2) eyes and a postop hyphema was noted in one (1) eye postoperatively. The report noted that only one (1) of the two (2) stents was obstructed in each eye. The report noted that there was transient elevated iop which improved along with the reported hyphema approximately one (1) week postoperatively. This report references the reported cases of stent obstruction with iris touch. Any omitted information was not available at the time of report.